Event description:
It was reported to philips that the device experienced intermittent ECG wave form issues. The device was reported as being available for clinical use as the time the issue was discovered; however, there was no mention of patient involvement. There was no patient or user harm as indicated by the initial reporter answering the safety questions during service order initiation.